Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow, up arrow, and ok keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive for about four months. The patient confirmed that the keypad is not peeling. The patient reportedly wears the pump underneath clothing and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.